Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil): "over infusion/operating unit" according to the client: "the infusion went ahead 7 hours."

Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: an analysis of the history log files could not be performed. A communication between pump and hibased could not be established. A visual investigation was performed. The device showed age related signs of tear and wear, but no external damages could be detected. A technical safety check (tsc) and a functional test were perfomed. Due the technical safety check and a delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). No malfunction or other problems could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4).